Manufacturer narrative:
Concomitant products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 8840, product type: programmer, physician. (B)(4).

Event description:
It was reported that the patient was not able to adjust the stimulation from their implantable neurostimulator (ins). The patient observed an "in the box" icon message on their programmer unit and it was unsure when they first saw this. It was also unknown if the patient used the antenna locate (al) feature with their recharger unit. Follow up information received on (B)(6) 2015 reported that the "in the box" icon message was cleared using the clinician programmer unit and the patient's stimulation was working properly. Should additional information be received a supplemental report will be filed.